Event description:
The reason for call was patient mentioned they went into their pain specialist today because they might be going to the or to do some new placement with the leads. When asked for event date, patient said the leads were in perfect placement as to where they were originally from 2014 and they had the battery replaced in 2020, so the leads are in the green, but the pain that they have has extended lower in their legs and manufacturer has not been able to get that electric component any lower. Agent asked if there was any sort of shifting of the leads and patient said no, that they had done that before about a year and a half ago, but time had passed because they wanted patient to have a biopsy to rule out a small fiber neuropathy, and it took a year to get the biopsy. Patient stated the spreading of their pain began about 2 - 2.5 years ago. Agent documented information patient stated on call and redirected patient to hcp to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2014; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2014 explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and mentioned they were due to have their new leads and battery changed in june but patient was in the hospital for another reason so the surgery got postponed until september. Patient's representative was working with them to try to get it working but patient couldn't use their implant at all. Patient would reset their controller and all of a sudden, their implant would work and they would be able to use it for a couple days. Patient would like to use their implant before replacing their implant and leads in september since september would be a long time without their stimulation. Patient inquired assistance since patient could not charge the implant. A replacement recharger was sent out. Patient called back and received the replacement recharger but the recharger still wasn't working. During the call patient was stuck at checking the recharger. Patient reset the controller and cleaned the controller and recharger pins. Patient plugged the recharger and got 92/100/100 on passive recharge. Patient was able to connect at excellent. Controller was at 80% and implant was red.